Event description:
The customer's medwatch report #(B)(4), states that the "micro pituitary pin sheared at the jaw while the surgeon was using it in the wound. The instrument fell apart secondary to the pin failure and all parts were retrieved with the exception of the portion of the pin that went through the jaw of the instrument." They further report that 'x-ray films were obtained in a-p and lateral views which were read by a radiologist, who stated that no fragments could be identified" in the wound. Subsequent - telephone discussion with the customer confirmed there was no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.